Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure that several errors occurred, including error 23030. The intuitive tech support engineer (tse) reviewed the system logs and found errors against the left master tool manipulator (mtml) of surgeon side console (ssc) 1. The customer disabled the mtml and the procedure was continued with the secondary ssc. There were no reports of patient injury.

Manufacturer narrative:
In artemis logs, the 23027 error was found indicating c-balance dpots issues on axis 2. Upon visual inspection no issues were found that would be related to the reported event. The mtm was installed onto a patient fixture test platform (pftp) where all test passed. As a result of these findings, failure analysis was able to conclude that the axis 2 c-balance dpots were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Conclusion code updated to d15 based on failure analysis.

Manufacturer narrative:
Intuitive followed up and confirmed the error occurred only during procedure. There was no patient information.

Event description:
Refer to h11 for follow-up information.